Manufacturer narrative:
(B)(4). Correction: the device was initially reported as not returning, but has now been returned. Evaluation summary: there was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Additionally, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, diffused diseased, 95% stenosed, de novo, mid to distal left anterior descending artery (lad), after predilatation with a 1.5 x 12 mm, 2.0 x 12 mm, and a 2.5 x 12 mm balloon, the 3.5 x 38 mm xience prime was deployed at 14 atmosphere (atm). While deflating the balloon a proximal stent edge dissection was noted. A 4.0 x 12 mm xience v stent was used for treatment. Good timi 3 flow was noted and there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, as listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design or labeling.